Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Citation: shah, I., prentice, h. A., okike, k., navarro, r. A., fasig, b. H., paxton, e. W., & grimsrud, c. D. (2024). Are there differences in performance among femoral stem brands utilized in cementless hemiarthroplasty for treatment of geriatric femoral neck fractures? Clinical orthopaedics and related research. Https://doi.org/10.1097/corr.0000000000003222. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article 245 patients underwent a revision procedure due to a bone fracture at the site. There is no additional information available at the time of this report.